Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system experienced a low disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system image storage space is low. Rse suggested that onsite service is required to implement the database consistency test and recreate the database. Quotation for further investigation was provided to customer. However, customer refused the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.